Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that she had high blood glucose value was 400mg/dl right now and a couple of days ago she was at 300mg/dl. Customer stated that when she woke up, her blood glucose value was 195mg/dl and then later it was 310mg/dl. Customer stated her blood glucose about 30 minutes ago was 402mg/dl. Customer stated that she changed out her infusion set and now her blood glucose value had risen to 448mg/dl. Customer stated her most recent blood glucose value was 341mg/dl and before that was 366mg/dl. Customer performed self test and it passed. Customer was unable to perform high blood glucose value. Insulin pump will not be returned for analysis.